Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, p/n 500658; a device is not released if it does not meet requirements or is nonconforming.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Medical records were received from the patient's peritoniteal dialysis clinic which revealed the patient developed enterococcus peritonitis in (B)(6) 2015. The patient's peritoneal dialysis nurse reported this episode of peritonitis was due to constipation which was resolved with laxatives. Antibiotic therapy was administered (dates unknown; drug name, dose, frequency, and route unknown).